Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) all conductors distorted. Upon inspection, it was noted that all the conductors of the lead were distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, while accessing the right cephaliv vein, the tip of the lead was twisted. Consequently, it was impossible to introduce the stylet till the tip neither to screw it into the ventricle. The lead was not implanted. No patient complications have been reported as a result of this event.